Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation patients pacemaker was in backup vvi mode. Device restore was performed successfully. Patient had no reported symptoms and will continue with regular follow up.